Manufacturer narrative:
H11. Corrected data: corrected h6 result code to no findings available based on engineers determination.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease may have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number 2015691-2020-10861 for additional information associated with this patient/procedure.

Event description:
Edwards received information a patient with a 27mm mitral pericardial valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five years, seven months, due to severe degeneration leading to immobilized leaflets and mild insufficiency. A 26mm transcatheter valve was implanted as replacement with good result. The patient also underwent valve-in-valve in aortic position during the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.